Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the display device displayed an error message for low transmitter battery. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter passed as it had voltage. (B)(6) device pairing test was performed and the transmitter passed. Global transmitter final functional test was performed and the transmitter passed. Share log data was available for review and the logs did not display a low transmitter battery alert. The customer complaint could not be replicated with the returned transmitter. The customer complaint of low transmitter battery was not confirmed. The root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of permanent connection loss.